Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported during the charge test the device shuts off. There was no reported patient involvement.